Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported by the customer that one case of barb breakage on one side of the wing part of the connector occurred at the PICC placement center of the hospital. This happened when engaging the barbs on the wing part of the connector with the groove of the oversleeve portion after the two parts were aligned during connector installation. Since there was no accessory for replacement at that time, it was retained for one week and replaced during maintenance at week 2. No other information provided.

Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of available complaint information and an evaluation of the available sample evidence, the following was concluded: the complaint of a damaged connector was confirmed; however, the root cause was not identified. The product returned for evaluation was one 4fr s/l groshong connector. The sample was received assembled. No catheter was visible within the connector. Usage residues were observed throughout the sample. One locking arm was completely detached from the connector and was not returned. A crack was observed at the base of the remaining locking arm. Microscopic inspection of the fracture sites revealed dully granular fracture surfaces. No mechanical damage was observed in the vicinities of the fractures and no material deformation was observed at the fracture sites. An attempt to replicate the failure by manipulating a non-complainant sample resulted in extensive material deformation and discoloration. The fracture features were consistent with brittle material failure. Attempts to replicate the fracture features were unsuccessful, suggesting that an unidentified environmental factor(s) contributed to material embrittlement. Consequently this complaint is confirmed as ¿cause unknown¿ at this time.

Event description:
It was reported by the customer that one case of barb breakage on one side of the wing part of the connector occurred at the PICC placement center of the hospital. This happened when engaging the barbs on the wing part of the connector with the groove of the oversleeve portion after the two parts were aligned during connector installation. Since there was no accessory for replacement at that time, it was retained for one week and replaced during maintenance at week 2. No other information provided.